Event description:
The event reported is non-serious injury and should be un-reported.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation-ndr: not applicable as the event is not related to the device. ¿ use error: broken observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell and missing valve assessed as inconclusive. Additional observations: ¿ creases were observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "there was damage when ¿ deflating it for surgery". Device has been explanted.

Event description:
Healthcare professional reported left side "there was damage when ¿ deflating it for surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation to contralateral side, use error.